Manufacturer narrative:
H10: attachment: user facility medwatch report#0504570000-2020-8008 na

Event description:
Subsequent to the previously filed medwatch report, user facility medwatch report (#0504570000-2020-8008) was received: "describe event or problem: patient in interventional radiology (ir) for right lower extremity (rle) angiogram with multiple site percutaneous transluminal angioplasty (pta). Access via left groin. Perclose proglide device deployed at left groin. Three devices used- possible malfunction of device. Doctor was unable to extract distal end of device from tissue. It was suspected that the tip (foot) of the subsequent device got stuck on a suture that had been deployed with earlier device. It was decided to leave the device in place (tip partially in and handle portion external) and take the patient to or for device removal and repair of artery."

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using three proglide devices with a 6f sheath after a diagnostic angiogram procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of the first two proglides. An attempt was made with the third proglide; however, the suture didn't capture the vessel and when attempting close the foot to remove the device, the lever would not close and the foot did not retract. Cut down surgery was performed to remove the proglide device and achieve hemostasis. There was no reported tissue/vessel damage. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.